Event description:
A high reading issue was reported with the adc device. A customer reported receiving a sensor scan result of 26 mmol/l compared to a laboratory glucose result of 7 mmol/l. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.